Event description:
It was reported that the customer had eaten and delivered a bolus at 6:56 pm and the pump's missed meal bolus alert sounded at 10:10 pm. The customer's blood glucose level was not impacted. During the device analysis, the pump t:connect data was reviewed and the reported issue was confirmed.